Event description:
A customer reported po2 results from an abl80 co-ox analyzer that were up to 20 mmhg lower than results from another analyzer in a clinic laboratory. The samples were from adult pts and collected in capillary tubes. The reported results were not used for any pt diagnosis or treatment.

Manufacturer narrative:
As the deficiency expressed by the customer resembles that of a previously reported MDR, this event will be reported as an MDR according to the 2-year assumption rule even though no evidence of a malfunction could be established.